Event description:
We received a report that an intraocular lens (iol) was removed and replaced during the same procedure. The physician inserted an iol and capsular tension ring because the patient's capsular bag was too loose. He didn't like the way the lens looked and decided to remove it. The incision was enlarged and another lens type was placed. He didn't like the way that one looked either and decided to go with an anterior chamber lens. No vitrectomy was required and there were no complications.

Manufacturer narrative:
Corrected data: operator by device: health care professional should be checked date received by manufacturer: 7/26/2013. Placeholder.

Manufacturer narrative:
The device was returned to the manufacturer. Visual inspection showed surface residuals adhered to the optic body and evidence of viscoelastic, indicating the device was handled and prepared for use. No other unacceptable cosmetic condition was found in the returned sample. Manufacturing records were reviewed: all process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4) - incision enlarged. All pertinent information available to the manufacturer has been submitted.